Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited a signal artifact monitor (sam) event and the respiratory sensor was disabled. Upon review, technical services (ts) reviewed and stated that it looked like impedances which showed as noise from electromagnetic interference (emi) and not a true lead issue. This device remains in service. No adverse patient effects were reported.